Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
(B)(6) was implanted with an elevate anterior on (B)(6) 2009. On (B)(6) 2010, the physician reported mesh extrusion-exposure (1 mm) and trimmed the anterior vaginal exposed mesh at the distal end. The study site determined the event is related to the device and procedure. Event status: resolved.